Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the stm found that the pim test would fail with leakage. The fse removed the pim and cleaned,lubed the safety disk and checked over all connections, the system now passes the pim test without issue. Also, replaced the broken the front bezel as the fiber port. The stm performed a full calibration and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the customer went to pick up a patient at another facility (helicopter transport), the cardiosave intra-aortic balloon pump (iabp) was brought along; however when the end user attached the existing iab to the pump it would not complete autofill successfully. The end user swapped iabp to complete transport. There was no harm or injury to patient and no adverse event was reported.